Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 30 events for the failure: overheating of device. 22 events had problem identified during non-clinical procedure; there was no patient involvement. 6 events had no health consequences or impact. 1 event had insufficient information. 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 30 events were reported for this quarter. Product return status 26 devices were evaluated based on historical data analysis. 3 devices were received. 1 device was not available for evaluation. Evaluation findings (results/components) 26 devices: degradation problem identified, wear problem, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable 1 device: no device problem found / part/component/sub-assembly term not applicable 1 device: wear problem, no device problem found / bearings 1 device: degradation problem identified, overheating problem identified / bearings 1 device: no findings available / part/component/sub-assembly term not applicable product disposition 27 devices: product not received 3 devices: scrapped by stryker additional information 30 devices were not labeled for single-use. 30 devices were not reprocessed or reused.